Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed replace battery alert without low battery alert. The customer¿s blood glucose level was 13.4 mmol/l at the time of the incident. Troubleshooting did not resolve the issue. The customer was advised that the pump had needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No low battery alert or replace battery now alarm noted during testing. However, insulin pump received with corroded battery tube